Manufacturer narrative:
One 4 lesion nt2000 pain management rf generator was received into the lab for analysis. Visual inspection revealed no anomalies. The generator was powered on, passed the self-test and booted to the main application screen. Functional testing of the generator indicated a hardware issue. Further investigation revealed the issue was isolated to the rf controller board located internally within the generator. The rf controller board was temporarily replaced with a good unit which resolved the issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of the reported event was isolated to an abnormal functioning rf controller board.

Event description:
During the procedure, the generator was unresponsive resulting in cancellation of the procedure. An error message was noted when advancing to the motor/sensory or lesion screen stating: "patient disconnected, please restart machine.¿ once the error appeared, the generator was unresponsive and required a hard reboot and the cases were cancelled for the day.